Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that the pressure value varied during use. There were no patient complications or injuries reported. No further details were provided.